Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from two different pt samples that were generated by the access 2 instrument. Pt a: the pt sample was tested for accu tni and a result of 0.38ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested for accu tni and the repeated result of 3.48ng/ml was reported out of the lab. Pt b: the pt sample was tested for accu tni and a result of 2.53ng/ml was obtained. It is unclear if accu tni result was reported out of the lab. The customer re-tested an aliquot of the original sample on a different instrument in their lab and accu tni result was 0.01ng/ml. The customer then tested the primary tube on a different instrument in their lab and the result was 0.01ng/ml. The original sample was then re-tested for accu tni on the access 2 instrument and the repeated result was 0.02ng/ml. Based on available info, pt a was sent to the cath lab, but it was based on other clinical findings not the access 2 instrument results.

Manufacturer narrative:
Qc was within specs before the event. Troubleshooting qc and multiple calibrations run after the event, on 3/2007, failed. The customer then performed system check which failed all parameters. The customer discontinued use of the instrument until verified by fse. No other results or assays were in question at this time. A field service engineer (fse) was dispatched to the customer's lab: the fse addressed pinched wash buffer tubing. The fse performed diagnostic and accu tni precision testing; all results passed within specs. In a follow up with the customer eight days later, they stated that no additional fliers have been obtained since service verified the instrument. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.